Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 7 months after the dental implants was installed in intraoral region #30 it was verified its non osseointegration. 40 ncm of primary stability was achieved and immediate load was not performed.